Event description:
Tech alleged that while unit was in brake mode, the wheels would roll several inches and the steer caster would not lock into steer. He replaced the casters which were worn to correct the issue and now the brakes and steering functions work as designed.